Event description:
It was reported that after placing the tissue on one side and when pulling through to the other side, the tissue broke approximately 3 to 4 cm from the clip. The doctor removed the clip and trocar and sutured in the tissue on the side where it broke. The tissue on the other side was left to self-anchor. The doctor reportedly met no resistance when pulling the tissue through from one side to the other. No further complications were reported.